Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) rate sense lead and an inappropriate shock was delivered to the patient. Upon testing the device, reproducible noise was observed on the rv rate sense lead with pocket manipulation. The noise appeared to be lead related; however, a header or connection issue was also suspected with this subpectorally implanted device. Two days later, a revision procedure was performed were a new device and lead were successfully implanted. During the change out procedure, manipulation of the header by the physician while the device was in the pocket produced noise similar to that seen during the office visit. No additional adverse patient effects were reported.